Event description:
It was reported that the right ventricular (rv) lead was an attempted implant due to suspected damage. After the stylet was changed, it was difficult to bring the stylet back up to the end of the rv lead. The stylet would only go up to approximately 15cm, before the lead tip and would get stuck. The rv lead was taken out of the body and tested on the table without success. The rv lead was replaced with a different lead. There were no adverse patient effects reported. The rv lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Upon return, four stylets were found with the lead, two of which were bent. The difficulty in inserting the stylets and the resulting device damage were confirmed by the presence of these bent stylets. Bent stylets can be challenging to insert into the terminal end of the lead.

Event description:
It was reported that the right ventricular (rv) lead was an attempted implant due to suspected damage. After the stylet was changed, it was difficult to bring the stylet back up to the end of the rv lead. The stylet would only go up to approximately 15cm, before the lead tip and would get stuck. The rv lead was taken out of the body and tested on the table without success. The rv lead was replaced with a different lead. There were no adverse patient effects reported. The rv lead is expected to return for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right ventricular (rv) lead was an attempted implant due to suspected damage. After the stylet was changed, it was difficult to bring the stylet back up to the end of the rv lead. The stylet would only go up to approximately 15cm, before the lead tip and would get stuck. The rv lead was taken out of the body and tested on the table without success. The rv lead was replaced with a different lead. There were no adverse patient effects reported. The rv lead is expected to return for analysis.